Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The devices involved in the event are as follows: model: qc-10-30-3d, lot: 9562426, dom: 15-mar-2012, exp: 15-mar-2015. Model: qc-9-30-3d, lot: 9409248, dom: 12-feb-2011, exp: 11-feb-2014. Model: qc-9-30-3d, lot: 9657724, dom: 17-oct-2012, exp: 17-oct-2015 . Model: qc-8-30-3d, lot: 9492920, dom: 22-sep-2011, exp: 21-sep-2014 . Model: qc-8-30-3d, lot: 9689080, dom: 07-jan-2013, exp: 07-jan-2016. Model: qc-8-30-helix, lot: 9503593, dom: 18-oct-2011, exp: 17-oct-2014. Model: qc-7-30-3d, lot: 9490479, dom: 16-sep-2011, exp: 15-sep-2014 2014. Model: qc-7-30-3d, lot: 9666185, dom: 06-nov-2012, exp: 06-nov-2015. Model: qc-7-30-helix, lot: 9400422, dom: 19-jan-2011, exp: 18-jan-2014. Model: qc-7-30-helix, lot: 9494853, dom: 27-sep-2011, exp: 26-sep-2014. Model: qc-6-20-3d, lot: 9695398, dom: 21-jan-2013, exp: 21-jan-2016 (qty.2). Model: qc-6-20-helix, lot: 9543578, dom: 02-feb-2012, exp: 01-feb-2015. Model: qc-6-20-helix, lot: 9611075, dom: 02-jul-2012, exp: 02-jul-2015. Model: qc-6-15-3d, lot: 9691362, dom: 11-jan-2013, exp: 11-jan-2016. (B)(4).

Event description:
Information received from the (B)(4) study. Treatment of a giant saccular aneurysm measuring 28.4mm located at the right cavernous sinus. It was reported that the patient presented with symptoms of oculomotor paralysis underwent coiling embolization on (B)(6) 2013 involving penumbra pc400, terumo microplex, and axium implant coils. During the procedure, it was reported that two microcatheters were placed using the stent (jailing technique) followed by the implantation of the coils. A few hours post procedure, the physician confirmed the patient's symptoms have gotten worse and required intravenous injection of steroids. The patient's mrs (modified rankin score) was grade 1 (no significant disability. Able to carry out all usual activities, despite some symptoms) both during and post procedure. The mrs became grade 2 (slight disability, able to look after own affairs without assistance, but unable to carry out all previous activities) after 30 days.

Manufacturer narrative:
Received additional information on (B)(4) 2013 stating that the patient complained about symptoms of trigeminal neuralgia at the time of follow up on (B)(6) 2013. The physician has not been able to determine if the symptom was caused by or related to the embolization treatment. (B)(4).